Manufacturer narrative:
Patient underwent primary total knee replacement on (B)(6) 2009. In (B)(6) 2012 patient slipped out of a car, soft tissue injury was suspected with resultant pain. Patient has had recurrent effusions and bleeds into the knee. A decision was made to open the knee in order to undertake a synovectomy and while the knee was open to exchange the liner. No loosening or wear was evident. Patient demographics other than those provided are not available. X-rays and photographs to be provided.

Event description:
Patient underwent primary total knee replacement on (B)(6) 2009. In (B)(6) 2012, patient slipped out of a car, soft tissue injury was suspected with resultant pain. Patient has had recurrent effusions and bleeds into the knee. A decision was made to open the knee in order to undertake a synovectomy and while the knee was open to exchange the liner. No loosening or wear was evident. Patient demographics other than those provided are not available. X-rays and photographs to be provided.

Manufacturer narrative:
This complaint is still under investigation.